Manufacturer narrative:
The investigation is on-going at this time. No product has been returned for analysis from the complainant in (B)(6). Should more information be shared the supplemental report will be filed.

Event description:
The complainant in (B)(6) was utilizing an impella 5.0 for support, in combination with ECMO and an intra aortic balloon pump (iabp). The impella was placed via a graft to the axillary artery due to the inability to place femorally, as both femoral arteries were accessed by the ECMO and iabp. The insertion was the facilities first impella patient and there was an access site complication. The patient developed a hematoma at the axillary site. During the patient's 12 days of support, the patient received 54 units of blood replacement. After the 12 days of support the impella was explanted and the patient is noted to be stable.

Manufacturer narrative:
Since the original medwatch was filed, the product was returned and investigation completed. The reported hematoma was confirmed via the clinical account. The impella pump was returned intact. The root cause of the access site hematoma was unable to be determined as insufficient clinical information was provided.